Manufacturer narrative:
D02 - on 24-aug-2021, intuitive surgical, inc. (Isi) received the following additional information from failure analysis performed by the original equipment manufacturer (OEM): the personality module video acquisition (pmva) was returned to the original equipment manufacturer (OEM) for repair and investigation has been completed. The reported failure was replicated and confirmed. The pmva was replaced and the unit passed system verification.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the issue. The personality module video acquisition (pmva) was replaced after finding error 307 in the system event logs. Upon programming the new pmva, the core lost communication with the pmva mid programming and corrupted it. Fse reinstalled the old pmva back in the core and the system started as normal with old pmva installed. Fse arrived back at the site and could reproduce the 307 errors with the original pmva installed this time when starting the system. Fse replaced the core due to possible internal communication issues with the pmva node. The system passed all testing after core replacement. The unit was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The core was installed and tested on the test system. The system started up without any error and run through 150 power cycles without issues. The core remained on the test system for 7 hours, in normal mode, while testing other boards, and it performed without any anomalies. When reviewing the remote error log, there were 23 instances of error 307, logged by the pmva. A site complaint history review was performed and there were no other customer reported complaints regarding the error 307. A log review performed by the tse showed error 307 which points to a node not being present. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer obtained repeated non-recoverable error 307 messages during the procedure which did not resolve with troubleshooting. The procedure was converted to laparoscopy as the system was unavailable. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci assisted inguinal hernia-unilateral repair, the customer contacted intuitive surgical, inc. (Isi) technical support regarding repeated non-recoverable 307 errors. The caller power cycled multiple times prior to contacting the technical support engineer (tse) but the issue remained. The tse had the caller power down and hard cycle the vision side cart (vsc) breaker then power back on; but the error returned. The tse then had the caller power down again leaving the vsc circuit breaker in the off position for 1 minute. The site powered back on and the errors returned. The tse advised the caller that troubleshooting had been exhausted over the phone. The surgeon converted the procedure to laparoscopy which was completed with no reported injury. Isi followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering on the system and there were no errors seen upon start-up. There was no injury to the patient involved. The name of the procedure was left inguinal hernia repair with mesh.